Manufacturer narrative:
Correction to d4: UDI omitted from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2. (Serial: (B)(6)); implant date n/a; explant date n/a. G2: the country of the event is gb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has some issues with their implanted system. On one side they were having to charge the ins daily, which seemed too fast. For this issue, the patient was seen in the hospital and got reprogrammed on (B)(6) (closed loop with energy cycling). In the meantime, the handset also regularly would not charge when plugged in and show percentages that cannot be correct (often resolved by disconnecting and connecting again). No visible damage to the charging port or the charging cable. Now, the patient also reports shocking sensations around the implant site. A new recharger kit was requested to see if that resolves the charging issue. For the shocking sensations, the patient was referred back to their healthcare provider. The patient called back for help with the set-up of their new controller; connection was established successfully during the call and also the wireless recharger connected to recharger app.